Manufacturer narrative:
The edhr (electronic device history record) for the device lot is created and maintained in mes (manufacturing execution system). Automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During analysis, the guidewire was found to be separated from its proximal end. Magnified examination of the fracture site showed the corewire was fractured and the guidewire was bent just proximal and distal to the fracture site. The ptfe (polytetrafluoroethylene) coating was also found to be scraped close to the fracture site. Functional analysis was not be performed due to the anomalies found on the product. It could not be determined whether the microcatheter contributed to the reported friction since the device was not returned. Additional information provided by the customer indicated that no anomalies were noted to the device after removal from its packaging, the guidewire was prepared as per the directions for use (dfu), resistance was felt during insertion of the guidewire into the microcatheter and force was applied to overcome the resistance causing the wire to kink and break. From the condition of the fracture, it appears the guidewire kinked and then separated due to bending and excessive manipulation during use to overcome the reported resistance. The scraped ptfe coating surrounding the fracture site appears to be associated with the fracture. As a result, a probable cause of handling damage has been assigned to this investigation.

Event description:
During embolization procedure of internal carotid artery (ica) aneurysm, it was reported that the resistance was felt during insertion of the guidewire (subject device) into the non-stryker microcatheter, then more force was applied to push in the guidewire which caused the guidewire to be kinked and broken at the proximal part of the guidewire. The broken guidewire was removed safely from the patient without any adverse consequences. The procedure was completed with a new set and the patient was reported to be in stable condition following the procedure. No further information is available.

Event description:
During embolization procedure of internal carotid artery (ica) aneurysm, it was reported that the resistance was felt during insertion of the guidewire (subject device) into the non-stryker microcatheter, then more force was applied to push in the guidewire which caused the guidewire to be kinked and broken at the proximal part of the guidewire. The broken guidewire was removed safely from the patient without any adverse consequences. The procedure was completed with a new set and the patient was reported to be in stable condition following the procedure. No further information is available.